Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was calibrated and was returned to service. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit alarmed during preuse checkout indicating a loss the ability to mechanically ventilate. There was no report of patient involvement.